Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that after puncturing the patient and activating the safety device, the needle did not retract into the catheter. Additional information received on (B)(6) 2025. Was there any impact on the patient? If so, please explain in detail. Not for the patient. But for the worker, yes, the safety device was not retracted. Could you share the date the event occurred (B)(6) 2025.

Manufacturer narrative:
A device history record review was completed for provided material number 38183414 and lot number 5091418. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect, and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) pictures and one (1) video sample were received for evaluation by our quality team. Through examination of the samples, it is observed that when the handler presses the button the device fails to retract the needle. It is possible that this incident resulted from a failure in the adhesive application, resulting in the adhesive being applied to the spring instead of the hub of the component. Corrective actions related to the issue of needle retraction failure will be addressed in a corrective and preventive action plan initiated. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.